Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized due to high blood glucose. The customer reported that there was an emergency call for the high blood glucose. The customer reported that he received a battery out limit alarm. The customer's blood glucose was over 600 mg/dl at the time of the incident. The customer's blood glucose was 205 mg/dl at the time of call. The customer stated that he was given insulin fluids and manual injections during the hospitalization. The customer stated that he was vomiting. The time of the hospitalization was 10am and the date of the hospitalization was (B)(6) 2016. The customer stated that he was wearing the insulin pump at the time of emergency call. The customer declined to troubleshoot for the high blood glucose. The insulin pump will not be returned for analysis.